Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report. Evaluation - device history record review. Results: no similar issues were found during the manufacturing or package process of this lot. Conclusions: a CAPA was open to address this issue. A f/u report will be submitted if additional information is rec'd.

Event description:
The event is reported as: the device is jamming or stiff handle. No pt injury reported.